Event description:
It was reported that the patient called to report feeling lightheaded while snowblowing. The patient stated the pacemaker was not closer than 12 inches to running snowblower. Follow up determined the patient was seen one day following the call. The device was functioning normally and no reprogramming was done. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: fr995-27 tissue valve, implanted: (B)(6) 2002. (B)(4).